Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary - no product or photo was returned by the customer. It was reported by the customer that the product was having flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused dsw faster than the rate it was set at. The following information was provided by the initial reporter: "the order was for d5w at a rate of 100/hr. I left the room and came back another hour or less later and the 1000ml bag had almost completely emptied. The pt had received 700cc approx of the bag"